Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This is s spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient experienced peritonitis from an unknown cause. On an unreported date, the patient began remedial therapy with reflin (1gm, once daily, ip) and fortum (1gm, once daily, ip). On an unreported date in 2011, the event of peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.